Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes and had partial display. The customer's blood glucose was unknown at the time of incident. Advised to always complete rewind reservoir process before connecting back to set. Customer states was unable to continue with fixed prime because pump was instructing her to rewind pump and then screen was fading in and out. The customer can't continue with troubleshoot guide for no delivery but continued troubleshoot for partial display . The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.